Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was told by a manufacturer¿s representative how to adjust stimulation and symptoms were relieved.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a problem with the stimulator. They stated when they turned it on, the patient got a very deep pain and if it stayed on, she continued to have pain. But if she turned it off it was not working so she was not getting the proper stimulation. The patient called the pain a shock at one time during the call and when they used the patient programmer she screamed. She stated she had been increasing because she was peeing and leaking more often. The patient setting was at program 4 at 5.6 and since the patient got the device, she had made an increase about every few weeks. It was also reported that the patient had a fall about a month and a half prior, 6 weeks prior, fell on her back end on a concrete. It was noted that amplitude was decreased and that eliminated the uncomfortable stimulation. Additionally, it was reported that 2 nights prior when they increased it, they did not turn it off and patient suffered for about a day with pain until did turn it off. It was noted that urinary/bowel symptoms returned. Troubleshooting resolved the reported issue. They were able to successfully decreased stimulation and the patient wanted stimulation turned back on at 1.1 on program 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.